Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittent low blood glucose (bg) levels (41-56 mg/dl). Reportedly, the cause for low bg level was unknown; however, the customer was hospitalized due to colitis, and has been experiencing low bg levels since the hospitalization . Reportedly, the customer is taking a new medication and declined troubleshooting with tandem technical support. Customer addressed low bg levels with juice.